Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding a patient receiving intrathecal hydromorphone 0.5 mg/ml (unknown dose) via an implantable pump for non-malignant pain. It was reported that the patient's rep stated that the patient's doctor thought there was an issue with the pump. The patient's rep stated there was more medication in the pump than expected to be when the patient was given a refill, so they didn¿t' think it was working correctly. The patient service specialist asked and the patient's rep did not know what medication the patient had in their pump, but stated it may be hydromorphone. The patient's rep said they had been trying to get a hold of a representative for at least a week about the issue, but had not been able to get in touch with anyone. The patient's rep asked for the name and contact information of the representative, and patient service specialist reviewed role of representative and redirected to healthcare provider. Additional information received from a health care provider (hcp) indicated that the hcp suspected over infusion. The hcp stated that they thought the pump was putting out too much medication. The hcp stated that at pump refill yesterday the volumes were, expected reservoir volume (erv) 6.2 ml, actual reservoir volume (arv) 1 ml. The agent reviewed the options to replace the pump if the hcp felt it was necessary; reviewed warranty info and recommended pump be sent back for analysis if it was replaced. The agent also reviewed the option to monitor over the next refill cycle if they chose not to replace the pump at this time. The agent advised the hcp to contact local mdt rep if they chose to replace to coordinate pump return. Additional information received from a patient indicated that the pump was messed up real bad. The patient reported that last month's pump refill and yesterday's pump refill had volume discrepancies. The patient provided the name of their doctor. The patient further stated that their doctor wanted someone to help with the pump. The patient stated that they went through withdrawals for a week and in a lot of pain. The patient called back wanting to know if the hcp called. The patient repeated that there was something wrong with the pump and it needed to get figured out.

Event description:
Additional information was recieved from the healthcare provider (nurse) stating that had spoken to a company representative (rep) and she suggested a catheter access port (cap) dye study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the healthcare provider (hcp) stated that the patient's weight was 108 lbs at the time of this event. The hcp stated that "everything is good for now". The patient was seen in office on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the pump was not working right. The patient stated that they went for a refill on thursday, and they were expecting 6ml but the pump was dry. The patient stated that last month it didn't work at all and the month before that "it was messed up real bad." The patient stated that they spoke to the doctor, and they said the pump is okay. The patient stated that sometimes the pump was putting out too much medication sometimes and was getting them real sleepy and sometimes it was not putting out enough. The manufacturer's patient services specialist (pss) asked when the issue started and the patient said three months ago. The patient asked if someone could come and help the healthcare provider. Pss explained that manufacturer assistance was available, but their healthcare provider would need to request it themselves. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.